Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were not in synchronization with the server after it had been shut down. A technical support specialist (tss) checked services on the server and noticed that the bd service manager was not running. The tss ran the bd service manager and logged into the enterprise server. Under settings > sync servers > configure, the synchronization status was found to be not running. The bd service manager was restarted, referring to knowledge article (es web application displays "error" on sync servers status). The tss then dialed into both stations are reviewed the debugs, following the steps outlined in knowledge article (retry on tx.storageitemtransaction). The tss worked on the nurse1 station and escalated the issue to the product support engineer (pse) team for an internal solution. The troubleshooting continued on the nurse 2 station and the pse applied the query. The tss completed the troubleshooting for both nurse1 and nurse2 stations, and both were successfully syncing with the server. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the stations were not in synchronization with the server after it had been shut down. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.